Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that red marks were observed inside the tubing of a ce intermate sv (small volume) 100 ml. The device had been filled with ceftriaxone 2000mg in 50ml sodium chloride (nacl) 0.9%. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 14, 2020 - may 15, 2020. The device received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particle, measured to be 0.06 square mm in size, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The embedded particle was measured and found to be within manufacturing specification for particulate matter embedded in the tubing line. Therefore, the unit was found to meet specification and there was no product non-conformance. The particle was subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir (fourier-transform infrared spectroscopy) testing. Pvc is the raw material of the device tubing line. Fragments of burnt pvc (reddish brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component (embedded tubing pm). The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.